Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon detachment occurred. A 10/4.00 flextome® cutting balloon® monorail was selected to treat the target lesion for a lower extremity angioplasty. During procedure, it was noted that the balloon came off the catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual examination was performed and revealed that the inner lumen had detached at the distal tip/balloon bond. The outer lumen had detached at the proximal balloon bond which resulted in a complete detachment of the balloon from the delivery system. Hypotube kinks at various locations along the catheter were also noted. The balloon protector cap was partially placed over the balloon and was removed with little resistance. Approximately 12 mm of balloon was visible at the proximal end of the balloon protector cap. No damage was noted to the balloon or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon detachment occurred. A 10/4.00 flextome® cutting balloon® monorail was selected to treat the target lesion for a lower extremity angioplasty. During procedure, it was noted that the balloon came off the catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was fine.